Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.".

Event description:
It was reported that the ilet displayed multiple restart alerts and then an alert identified as a motor stall following a restart, after which the device was replaced; the event was associated with high blood glucose up to 270 mg/dl for about two hours without back-up therapy or ketone testing at that time. Symptoms included hyperglycemia without additional clinical effects. Outcomes included no hospitalization, no medical intervention, and no assistance required. Investigation included review of device history and user-reported alert logs, user education on backup therapy, and arrangement for device replacement. The complaint was confirmed through the engineering logs, however, the motor stall was not able to be duplicated. Evidence from the logs and testing indicate a potential supply blockage.